Manufacturer narrative:
Patient information was requested, unavailable at the time of this report. A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "the alarm was not audible" for room micu 960 on (B)(6)2017 at approximately 9:25 a.m. The device was used for monitoring at the time of the alleged malfunction. The patient was reported to be in distress and cyanotic and needed to be resuscitated.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The clinical staff reported being outside the patient's room in the micu doing rounds when they noticed an unknown alarm banner on the intellivue mx800 patient monitor. The patient was in distress and cyanotic and needed to be resuscitated. Oxygen was provided to stabilize the patient. The clinical staff was unable to provide further details regarding the type of alarm banner displayed on the device or the type of alarm that should have been announced. However, the customer reported that the mx800 remains in use and has been alarming correctly with audible and visual alarms since the reported incident. The alarm settings in the patient monitor were heart rate high - 120; heart rate low- 50; spo2 high - 100; spo2 low - 90; desat - 85. The fse collected the configuration and monitor log files as well as the alarm review. The data was forwarded to philips product support engineering (pse) for further evaluation. The evaluation of the provided log files revealed that a heart rate alarm (hr 121>120) was announced at 09:25:08 a.m. On (B)(6) 2017. When looking into the alarm log of the central station, no alarm for desat 84% was seen. The central station in use at the customer site (piic classic) only logs red alarms in the alarm logs, but no inops or yellow alarms are recorded. It is therefore not possible to determine if a technical inop or yellow spo2 alarm was present at the time of the reported event. However, multiple red desat alarms were found for the afternoon of (B)(6) 2017 for bed micu60. Pse stated that a potential reason for an alarm not being audible as reported here could be that the alarm volume was not appropriately set for the hospital environment. However, based on the information provided, this cannot be determined, and the exact cause for the reported issue remains unknown. .the product remains in use at the customer site. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.